Event description:
Customer reported that she was hospitalized due to low blood glucose levels of 11 mg/dl, customer stated that she had eaten some chocolate the night before and did not see how much she bolused but knows she took too much insulin. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.